Event description:
Fresenius medical care canada received a report stating that there was excessive fluid removed during a hemodialysis treatment. The pt c/o severe cramps after 3 hrs. Based on the reported weights and what the machine had indicated was removed, there was a weight loss variance of approx 3.6 kg. The pt had normal bp and was ambulatory post treatment.